Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 17374093.

Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patient experienced pain at the implant site. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed.